Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country - norway. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the unit was louder than usual and stopped when placed against the body. Patient was involved and was under anesthesia. The surgery was not extended by more than 30 min. There was no information available regarding the patient impact. No other product was used to complete the surgery. Due diligence is in process, no further information is available

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d5, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the switch was damaged, machine head damaged, control bar not in the correct position, motor speed unstable, needle bearing, external e-ring, reciprocating arm were corroded, and screws worn, and the device was returned to the customer unrepaired as the repair quote was rejected. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit was louder than usual and stopped when placed against the body. The powering was switched on at all time, but the device stopped (from the force) when being pressured down towards the skin. Patient was involved and was under anesthesia. The surgery was not extended by more than 30 min. There was no information available regarding the patient impact. No other product was used to complete the surgery. Due diligence is complete; no further information is available.